Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their pump display. The customer states their pump screen was black. The customer's blood glucose level was 135mg/dl. Troubleshoot was conducted and the screen remained black. The customer was advised the pump would have to be replaced and returned for analysis. The customer is being sent replacement pump.